Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high and low blood glucose. The customer¿s blood glucose level was 43 mg/dl at the time of low blood glucose event and 461 mg/dl at the time of high blood glucose level. Customer¿s other relevant blood glucose levels were 46 mg/dl. Customer was using insulin pump system within the 48 hours of reported low blood glucose event and was not using the insulin pump system within the 48 hours of reported high blood glucose event. The customer stated that insulin pump¿s auto mode was active. The customer was treated low blood glucose level with juice and high blood glucose level with insulin pump. Customer did not allege insulin pump was under delivering and over delivering. Customer also reported that the insulin pump received insulin pump error alarm, however customer was able to clear the alarm and able to rewind the insulin pump. Customer performed self test and it was passed. Customer stated that the insulin pump received insulin flow blocked alert and it was resolved by complete infusion set change. Customer also stated that the insulin pump replace battery alert without low battery alert. Customer stated that there was blood at site. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's instructions. The insulin pump will not be returned for analysis.